Event description:
It was reported from (B)(6), by the vad coordinator that the patient came from home with high watt alarms, hematuria, and elevated ldh. Inr was reported as controlled. The patient was admitted to ICU and lysis performed at the hospital. Watts went down to normal parameters now. It was reported the issue was resolved with no injury to the patient.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump (B)(4) remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt alarms" and an increase in power consumption on the date of the reported event. The device is related to the reported event; however, there is not enough evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. A possible root cause is thrombus formation/ingestion within the device. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported ischemic stroke affecting the right mca.; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Device is still implanted.